Event description:
It was reported that: at the start of the pt's systolic bp was 150 mm. The tec-6 vapor was turned on to 6% anad the bp dropped to 60 mm. The tec-vapor was adjusted to 2% and then 1% with no change in bp. A vasopresser was administered and the pt was switched to complete the case. There was no pt injury.